Event description:
It was reported that a remote transmission showed possible far field r-wave (ffrw) oversensing on the atrial lead prior to a ventricular fibrillation (vf) episode. A mode switch was noted that may have been due to the ffrw. The current electrogram did not show any ffrw. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 7121 competitor implantable tachy lead (B)(6) 2011; 4193 implantable pacing lead (B)(6) 2007.